Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms, sensor issues and they were experiencing high blood glucose. Customer's blood glucose level at the time of the incident was 400 mg/dl and they kept doing correction bolus. Blood glucose at the time of the call was 248 mg/dl. Customer completed troubleshooting for the alarms. Self-test was performed and passed. Customer declined troubleshooting for high readings and calibration not accepted. The insulin pump will be returned for analysis.